Event description:
Report rec'd of tubing rupture during use with a power injector. During a pituitary magnetic resonance imaging (MRI) study, a medrad power injector was connected to the extension set. An unspecified amount of omniscan contrast media was being infused at an unspecified ps and at a rate of 2 ml/sec. Reportedly, "in about ten seconds" the pt notified the nurse that something was wet. After the pt was moved out of the MRI equipment, blood was noted from the ruptured tubing, just above the locking adapter. The blood loss was reportedly "not more than 30ml." The nurse stated the MRI study results were acceptable; therefore, the study did not have to be continued. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The actual device involved in the reported event was not returned for analysis. However, the issue of split or ruptured tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a mfg or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided a product list of high pressure sets which are appropriate for use with power injectors. The customer reported the use of this product with a power injector. This product does not incorporate high-pressure tubing into its configuration.